Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the bolus button was found to be unresponsive. The bolus button was found to be intact. The keypad was found to be torn and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.